Event description:
Adverse event(s): "none reported" (no known impact or consequence to patient). Product problem(s): "probe was blocked" (blockage within device or device component). A surgeon reported that the 23ga vitrectomy probe was blocked. No system message displayed. Cpc connector and cassette latch seal were exchanged. No patient injury was reported. Additional information is being sought.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).